Event description:
The physician successfully placed a percutaneous endoscopic gastrostomy feeding tube in a female pt with medical conditions unk on 12/1/1998. It was noted that the internal bolster migrated into the abdominal wall causing an abcess. The pt was hospitalized and treated with antibiotics. The tube was removed and replaced on 1/19/1999. The pt was reported to be in stable condition and no further info was available. The instructions for use caution "always note the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position."